Event description:
New information noted that reprogramming was performed. The issue has been resolved.

Event description:
It was reported that a patient with symptoms not known presented via a merlin.net transmission with a device that was post-sensed t-wave oversensing. The patient did not receive therapy for this episode. Reprogramming the device was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.